Manufacturer narrative:
Diopter: +20.00. Concomitant: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found half of optic and half of one plate haptic remain. One whole and half of plate haptic along with half of optic is torn off and missing. Lens was returned in liquid. Conclusions: (user error caused or contributed to event): based on the complaint history, work order search and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4)

Event description:
The reporter indicated the surgeon implanted a cc4204a +20.00 diopter collamer single piece lens in the patient's right eye. Lens torn while loading, but not noted until lens was put in eye. The lens was removed, the incision was not enlarged. Backup lens, same model and size was implanted. No suture required. There was no patient injury. Cause of lens tear was loading error.

Manufacturer narrative:
Correction: a lens work order search revealed there was one similar complaint within the work order. (B)(4).